Event description:
It was reported that this patient's left knee replacement was causing issue including stabbing and dull pain, stiffness, repeated need to drain. No further information provided.

Manufacturer narrative:
D10 concomitants: (B)(6) 02-020-13-0250 - truliant cr cem fem cr cem left sz 5. (B)(6), 02-022-45-5045 - truliant tray, cem sz 5f/4.5t. (B)(6), 02-022-51-5013 - truliant tib imp crc insert sz 5, 13mm. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the joint effusion reported cannot be conclusively determined and the reported event could not be confirmed because the devices remain implanted and were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.